Manufacturer narrative:
Insulin pump received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No frozen display noted. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked case at display window corners. Insulin pump received with corroded battery tube.(B)(4)

Event description:
Customer's father called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 160 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.